Event description:
Clinical report states: deep infection. No revision at this time (right side). Update: (B)(6) 2011 - litigation papers received. They allege that pt experienced pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. No revision at this time.

Manufacturer narrative:
The report states: clinical report states: deep infection. Doi: (B)(6) 2006 - no revision at this time (right side). Update (B)(6) 2011 - litigation papers received. They allege that patient experienced pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. No revision at this time. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.